Manufacturer narrative:
Investigation is ongoing.

Event description:
Per the field clinical specialist (fcs), approximately 5 years and 6 months post implant of a 29mm sapien 3 valve via transfemoral approach, the patient now presents with stenosis. Considerations for tavr in tavr are still being discussed. No date for the procedure yet. Per medical record review, with confirmation from the various echo reports, the patient has developed severe bioprosthetic aortic stenosis of their tavr valve. The aortic valve velocity of 4.53m/s, combined with the mean gradient of 53mmhg, and an ava of 06.cm2, shows that this patient has severe bioprosthetic aortic stenosis. There also appears to be some leaflet mobility restrictions and mild-to-moderate regurgitation that was unable to be specified initially on the limited echo but was shown to be mild-to-moderate paravalvular leak on the transesophageal echocardiogram (tee).

Manufacturer narrative:
Update to h6; device code, type of investigation, investigation findings, investigation conclusion. Correction to b5. The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. The following instructions for use (IFU) were reviewed: commander delivery system with s3/s3u. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for degeneration/deterioration was confirmed based on medical records. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "approximately 5 years and 7 months post implantation of a 29mm sapien 3 valve via transfemoral approach, the patient now presents with severe stenosis (ava of 0.6cm2) and elevated mean gradient of 53mmhg. There also appears to be some leaflet mobility restrictions and mild-to-moderate regurgitation." Per the instructions for use (IFU), structural valve deterioration (svd) and device degeneration are listed as known potential risk associated with the device. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may cause the heart to work harder to eject blood from the ventricle. In addition, svd may manifest as stenosis with thickened/calcified leaflets as underlying failure modes. The mechanism for bioprosthetic heart valve tissue calcification is not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Review of medical record revealed that patient had history of hyperlipidemia (high cholesterol). Hyperlipidemia is a known risk factor for bioprosthetic valve calcification due to elevated cholesterol being implicated in the vascular calcification process. Additionally, echo report identified significantly thickened leaflets with restricted mobility that was ascribable to potential patient conditions including "healed vegetations, fibrin formation, calcification, or a combination of pathology." These combined patient factors likely contributed to the narrowing of effective valve orifice (stenosis), as reported. In this case, available information suggests that patient factors (hyperlipidimia, co-morbidities) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Correction: the ava of 0.6cm2.